Event description:
It was reported that after inserting the intra-aortic balloon (iab) and completing calibration, the customer noticed the iab was not inflating or deflating properly. It was noted that the iab failed to deflate after the initial inflation. The console also generated a check iab catheter alarm. A new iab was inserted to continue therapy successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: special procedures coordinator. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A photo of the balloon was provided and reviewed. A kink was found on the catheter tubing and inner lumen approximately 75.4cm from the iab tip. The optical fiber was also found to be broken at the kinked location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated an optical fiber break and a kink in the catheter tubing and inner lumen. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.